Manufacturer narrative:
Patient weight and ethnicity: unknown as information was not provided. Manufacturer telephone number: (B)(4). Device evaluated by manufacturer - 81: the device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Other text: iol discarded.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). Iol was explanted due to complaints of unexpected post-op refraction post lasik and replaced with a different lens model with a different diopter size. Lens is not available for return as it was discarded. Current patient status was reported as recovered. No further information is available.